Event description:
Boston scientific (formerly guidant) received information indicating that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. The patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was reported that failure of the ancure endograft system occurred. The specific failure was not identified. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.